Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 7 applications were performed with the balloon catheter without any issues on the date of the event. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the evening after a cryo ablation procedure, the patient experienced a cerebral infarction. It was noted that the patient was recovering with no subjective symptoms. Also, the patient had an original history of a cerebral infarction. There was no further information on the patient's recovery, treatment or hospitalization. No further patient complications have been reported as a result of this event.